Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was hospitalized due to turbid fluid 23 days after the event onset. The patient's pd catheter was removed due to peritonitis and the patient was transferred to hemodialysis 24 days after the event onset. On an unknown date, pd therapy and antibiotic treatment were discontinued. Five days after hospital admission, the patient was discharged. At the time of this report, the patient has recovered 28 days after the event onset. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid fluid. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. A day after the event onset, the patient was treated with vancomycin injection (400mg, every 5th day, ongoing) and gentamycin injection (12mg, per day, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events and pd therapy was ongoing. No additional information is available.